Manufacturer narrative:
The service rep found the image sizing was correct but the collimator was infringing on the image. The rep found loose a collimator drive gear. He put the gear back in place, tightened set screw and replaced the belt. The rep checked operation by fluoroing in normal and mag mode. System works as intended.

Event description:
The customer reported the picture is very small, then a very dark gray ring appears. No pt injury was reported.